Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump into water. Subsequently, a malfunction alarm occurred and the pump shut off unexpectedly. Despite connecting the pump to a power source, the pump remained unresponsive. The customer's blood glucose level was 297 mg/dl. The customer delivered a bolus via an alternate pump. Reportedly, the customer has an alternate pump available as alternate insulin therapy.